Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 13 years and 1 month post implant of this bioprosthetic valve, a transcatheter valve was implanted valve-in-valve due to leaflet stenosis of the bioprosthetic valve. No adverse patient effects were reported.